Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent/improperly seated cannula or if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. However, the user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose exceeded 400 while wearing the pod for approximately 16 hours. The pod was applied at 6:00 pm on (B)(6) 2018 and patient began to "show signs of dka" at 10:00 am on (B)(6) 2018. Patient was lethargic and began to vomit. Subsequently, patient was taken to the hospital, diagnosed with diabetic ketoacidosis, and admitted for a period of 2 days. Treatment included intravenous delivery of insulin and fluids. It should be noted that, when device was removed in hospital, the cannula was found bent and on top of skin. The infusion site was irritated and was alleged to be caused by cannula grazing the skin and not penetrating the intended site.